Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (ICD) exhibited hematoma. A revision was performed and the s-ICD along with the lead were explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. This explanted s-ICD will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a hematoma. A revision was performed and the s-ICD an this electrode were explanted. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.